Manufacturer narrative:
Reported event: an event regarding loosening involving a mets, proximal humeral, stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a proximal humeral replacement, which was inserted in 2016. The surgeon reported aseptic loosening of the stem. The CT image provided shows that there were gross radiolucent lines along the stem mainly between the cement mantle and bone, and some between the cement mantle and the stem, indicating aseptic loosening of the stem. The cortical bone has undergone osteolysis, bone resorption and remodelling. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific prescription form was received for the patient's left proximal humerus with reason for revision noting: "aseptic loosening of the stem of the proximal humerus mets." Additionally noted in an email, "[patient] who had left proximal humerus mets with bayley walker shoulder in 2016. Now she presents with aseptic stem loosening of left proximal humerus mets. Plan to revise the left. Proximal humerus component with a custom implant."

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific prescription form was received for the patient's left proximal humerus with reason for revision noting: "aseptic loosening of the stem of the proximal humerus mets." Additionally noted in an email, "[patient] who had left proximal humerus mets with bayley walker shoulder in 2016. Now she presents with aseptic stem loosening of left proximal humerus mets. Plan to revise the left. Proximal humerus component with a custom implant."